Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. The customer reported condition was confirmed during visual inspection. The root cause was identified to be manufacturing deficiency. This issue has been escalated to CAPA.

Event description:
A customer reported to baxter corporate product surveillance an unknown amount of clearlink y-type catheter extension sets in which, when attempting to pull the packaging apart from one another, the packages tore open. Therefore, the sterility of the product was compromised. According to the report the perforation between the packages were not as defined as normal. The alleged defect occurred before use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.